Event description:
(B)(6). Postoperative diagnosis: right total hip revision due to instability.

Event description:
Index surgeon: (B)(6). Revised by: (B)(6). Postoperative diagnosis: right total hip revision due to instability.

Manufacturer narrative:
An event regarding instability involving a restoration modular stem was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for analysis. A DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed to investigate this event further.

Manufacturer narrative:
Additional devices listed in this report: cat # 6704-8-240, lot # 41354501, description: dall miles vit 2.0mm cable. Cat # 6704-3-081, lot # g3333233, description: trochanteric grip plate with 2. Cat # 6704-0-510, lot #s 43151506, 42118105 and 43151502, description: md vit slv and 2.0mm homog cbl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.